Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the damage of the skin tissue due to the infection of the pocket site of the implantable pulse generator (ipg) was observed. The device was extracted and replaced. No further patient complications have been reported as a result of this event.